Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated six times with a programmer, three times on each side, and normal telemetry operation was noted. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that, during a routine device changeout procedure, this pacemaker could not be interrogated. The device had been implanted for approximately 8 years. Troubleshooting was performed with no success. The replacement device was successfully implanted. The explanted device was returned to boston scientific for analysis. No adverse patient effects were reported.